Manufacturer narrative:
Section a2, a3, a4,a5,a6: unknown/ asked but not available. Section d6a: if implanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that the preloaded monofocal intraocular lens had the cartridge tip cracked. The surgeon went to advance the lens, and the cartridge started cracking, so he backed the inserter back out of the eye. The patient was not harmed. The tip of the cartridge appeared splintered. The lens was not in contact with the eye; only the cartridge tip contacted the eye. It was replaced with another dib00 lens with the same diopter iol. Patient status is fully recovered. No injury or medical intervention is required. The product is available for return. No further information was provided.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: may 28, 2024 . Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the plunger rod was fully advanced and was damaged in a way consistent with damage that occurred during shipping. The cartridge presented with a crack and damage in the tip and tube. Viscoelastic residue was present through the entire length of the cartridge. The lens module was inspected, presenting with no damage or viscoelastic residue. Device assembly was inspected, presenting with no issues. The plunger rod was inspected and presented with no additional issues. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.